Manufacturer narrative:
The insulin pump passed the displacement test, self test, off no power test, excessive no delivery alarm test. The insulin pump alarmed during the prime test due to moisture damage to the force sensor resistor. The occlusion test and excessive no delivery alarm test could not be performed due to this anomaly. The insulin pump had a corroded motor home switch. The insulin pump was monitored for 24 hours, and no blank display was noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No damage was noted to the isolation tape or electronics stack, battery tube or vibrator assembly. All buttons functioned properly. No damage was noted to the keypad assembly. No unlocked keypad connector was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked case and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The insulin pump's display came back up but the buttons were unresponsive. The display shortly after went blank again. The display did not return after troubleshooting. The insulin pump may have been exposed to moisture. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.